Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, user observed saline bag was dry. No alarm on the thermogard console. Following this, ivtm therapy was discontinued and the icy catheter was removed. Adjunct therapy was administered. No known impact or patient consequence was reported.

Manufacturer narrative:
Evaluation of the returned icy catheter (lot # 82505) confirmed the customer reported complaint during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, an emission/leak was observed at the proximal luer. This leak is attributed a breach of wall between the in-flow and proximal infusion lumens. Most likely, the wall may have been too thin to handle operating pressure of the thermogard xp. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.